Event description:
The hospital reported a malfunction causing a leak greater than 4.5lpm during pre-use checkout. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sodasorb cannister was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.